Event description:
Clips not loading into jaw properly, coming out cracked or just falling out. When tested, clips not closing====================== health professional's impression======================bleeding could have continued.